Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the xenon lightsource was received in used condition with a damaged heat mirror and mirror holder. The lamp, mirror, turret, and mirror holder were replaced to address this issue. Evaluation and function test were performed and the unit passed all tests. Root cause analysis: the reported complaint was confirmed. Evaluation identified a damaged mirror holder and heat mirror. The issue of a damaged mirror holder may be the result of rough handling/environmental damage, and would lead to overheating or burning smell. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that there was a burning smell coming from the mlx 300w xenon lightsource (00mlx). It is unknown under what circumstance this even occurred; however, no patient injury, death or surgical delay was reported.